Event description:
Pt had been taken to operating room for surgery when the ventilator alarmed indicating a volume problem. The surgeon intervened by manual bagging until a replacement unit could be brought in. There was no injury to the pt.